Event description:
Customer initially called to report that she was having issues with the insulin pump. Customer stated that the insulin pump was over and under delivering because the keypad was not working. Customer stated that she was hospitalized due to she has been on chemotherapy and steroids. Customer stated that her blood glucose was 303 mg/dl and it was treated with manual injection. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. All buttons responded properly and no button keypad anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.